Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was red foreign matter embedded in the bd precisionglide¿ needle hub. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: one open sample was returned for investigation. Based on the returned sample, it was observed that red foreign matter was in the hub. The returned sample was subjected to fourier transform infrared spectroscopy (ftir) test. Result of the test shows that red fm had matched with zein. The red fm were further analyzed under a high-powered microscope. Based on the lab report, the fm is likely to be dried blood. The needle hub is currently supplied by bd fraga, a scar has been issued for investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: based on the sample returned, further analysis shows that the red foreign matter is likely to be dried blood. Unable to determine a root cause. The following two areas have been identified that will have human contact with exposed hub. Rack push off area. Box containing the hubs are not covered.

Event description:
It was reported that there was red foreign matter embedded in the bd precisionglide¿ needle hub. There was no report of exposure, injury, or medical intervention.